Manufacturer narrative:
Pr (B)(4): initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
It was reported that the expiration on the outer box is 2020-10-31, but on the packaging it is 2022-10-31. Detailed description of event: the expiry date printed on the product is 2020-10-31, but printed on outer packing is 2022-10-31.

Event description:
It was reported that the expiration on the outer box is (B)(6) 2020, but on the packaging it is (B)(6) 2022.

Manufacturer narrative:
A review of the device history records identified that the case label has an incorrect expiration date for lot #0001325788. Expiration date on the case label is 2022-10-31 and the expiration date on the tray web is 2020-10-31. The affected product was returned for investigation. Sample evaluation confirmed the reported failure mode. The case label has an incorrect expiration date for lot #0001325788. Based on the complaint investigation, potential contributions were identified from both manufacturing personnel and processes. The most probable root cause is that manufacturing personnel and processes for label verification did not properly identify the incorrect expiration date that was printed on case label. All applicable manufacturing associates will receive awareness training. This complaint will be entered into the complaint management system and will be tracked and trended through the quality data analysis process for future occurrences. Corrective and preventive action has been initiated to address this issue. H3 other text: see narrative.